Event description:
Info received indicates the head of the bed cannot be articulated up.

Manufacturer narrative:
The tech isolated the issue to the power control module (pcm) which also caused the battery status light to give a false indication. He replaced the pcm to repair the bed.